Event description:
It was reported that tandem mobi pump generated cartridge alarm during cartridge loading, and customer experienced very high blood glucose with meter showing only ¿high¿ as value. No additional information was received regarding specific blood glucose measurement or any longer-term impact. Customer delivered correction dose using pump, and technical support confirmed cartridge alarm and instructed customer to remove cartridge and deliver bolus, which completed successfully, but customer could not resume insulin therapy with original or new cartridge because alarm recurred; technical support arranged replacement of pump and original cartridge. Customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.